Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Per customer, his (B)(6) wife have been using mono-flo drainage bag for most of the time. The drop chamber has filled up in all bag positions. He noticed that this occurs as soon as the urine is changed to the slightest degree of sliminess. There was no patient harm reported.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. Four photos were provided for evaluation. The images were inspected; however, it was not possible to confirm the reported issue through the photos. Additionally, one decontaminated drainage bag was received at the manufacturing site for the investigation. Visual and functional evaluations were performed, and the reported condition could not be confirmed as there were no abnormal conditions found in the drip chamber during the operation of the bag. A root cause could not be determined as the reported issue was not confirmed. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. We will continue to monitor the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.